Event description:
As reported, a complete stent fracture (type 5) of a palmaz genesis blue was found during a CT scan of a patient. The fractured stent segments were also separated from each other. The distance of stent segment separation is currently unknown. The stent was placed in the sma. There was no trauma to the patient or product problem consequences. The patient was admitted due to a low hemoglobin from a possible bleed, and CT scan had found the fractured stent. There was no bleeding from the stented area. The stent fracture was not flow limiting. No interventions have been performed to correct the issue at this time. The physician will be performing an angiogram to determine if intervention is needed.

Manufacturer narrative:
The product remains implanted in the patient; therefore, it is not available to be returned for analysis. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt. (B)(4).

Manufacturer narrative:
Complaint conclusion: as reported, a complete stent fracture of a palmaz genesis blue was found during a CT scan of a patient. The fractured stent segments were also separated from each other. The distance of stent segment separation is currently unknown. The stent was placed in the superior mesenteric artery. There was no trauma to the patient or product problem consequences. The patient was admitted due to a low hemoglobin from a possible bleed, and CT scan had found the fractured stent. There was no bleeding from the stented area. The stent fracture was not flow limiting. No interventions have been performed to correct the issue at this time. The physician will be performing an angiogram to determine if intervention is needed. The stent remained implanted in the patient and thus could not be analyzed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without return of the device or procedural films for review, the reported stent fractured-separated and migration could not be confirmed. The exact cause could not be determined. Based on the limited information available for review, factors contributing to this issue could not be determined. Neither the DHR nor the information available for review suggests a design or manufacturing related cause for the fracture and migration of the stent; therefore, no corrective action will be taken at this time.